Event description:
It was reported that there was noise oversensing, with pacing inhibition less than 2 seconds, on this right ventricular (rv) lead. The lead impedance values were very stable over the last year. Thus, technical services suggested programming optimization, as the noise looked like myopotentials. However, the physician suspected that the lead broke and the lead was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.